Manufacturer narrative:
The lead was not returned for analysis; however, the lead data collected from the device memory was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high rising threshold with high rising impedance on the pace/sense portion of the lead. The pace/sense portion of the lead was capped leaving the rv coil in use. A new pace/sense lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.